Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-50 serial #: (B)(4) description: linear st lead, 50cm model #: sc-2218-70 serial #: (B)(4) description: linear st lead, 70cm.

Event description:
A report was received that during a back surgery, the leads were cut by a non-bsc back surgeon which was not due to any device malfunction. The patient will undergo a revision procedure wherein the leads will be replaced.

Manufacturer narrative:
Additional information was received that no further course of action will be taken at this time.

Event description:
A report was received that during a back surgery, the leads were cut by a non-bsc back surgeon which was not due to any device malfunction. The patient will undergo a revision procedure wherein the leads will be replaced.